Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vison valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. During procedure, after pre-implantation balloon-aortic valvuloplasty (pre-bav) the patient experienced symptoms for requiring a pacemaker. The valve was implanted at a depth of 3mm. After the procedure, patient went into complete heart block and a permanent pacemaker was implanted. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The unexpected medical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.